Event description:
Additional information received reported the seizures that the patient experienced were unrelated to the intrathecal baclofen and the patient was stable. The drug being used in the pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient was admitted to the hospital due to seizures. No alarms were occurring and no therapy/dosing information was available though it was noted that the patient was close to needing a refill. The pump contained baclofen. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.